Manufacturer narrative:
(B)(4). 42509900800 - adjustable resection tower ¿ unknown customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cutting guide was showing a 4mm resection when the 0 was selected. It was noted that after moving the jig back and forth, it correctly reset to 0. No known adverse event was reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.